Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The device was successfully verified prior the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue. The review of logfile for the day of treatment shows all laser system functions were within specifications. The logfile shows that the beam control check was performed about one minute and twenty three seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was finished without any technical issue. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified during logfile review. The system was working within specification. No part is expected to be returned to manufacturer for evaluation. The root cause of the reported event could be determined as user error (external). The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that vertical gas breakthrough was observed in the left eye of the patient as a result flap was not lifted during refractive surgery. Too much liquid was noted on the cornea. Additionally the docking was not central and canal was misplaced which led to vertical gas breakthrough. No clinical consequences or adverse effect patient outcomes were reported.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that vertical gas breakthrough was observed in the left eye of the patient during refractive surgery. The potential contributing factors for this vertical gas breakthrough include a decentered flap, excessive liquid, and a mispositioned canal. Additionally, the company representative found that the system had been relocated without notification to company clinical team.